Event description:
It was reported that the user announced a meal as more than meal despite eating an amount consistent with a smaller meal, which led to a blood glucose drop to 58 mg/dl and required treatment with oral glucose tablets; this reflects an incorrect procedure related to meal announcement and involves the user interface of the ilet system. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions related to meal size selection, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.